Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10339. The pt reported the charging system gets hot during the heating process. The pt advised she has to stop charging the ipg and let the charging system cool down. The pt also advised she gets sick and complains of headaches. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction (1627487-07262012-001-c). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.